Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that a patient had a revision surgery due to open impedance. It was later reported that the patient went to have an MRI and a red light on the remote appeared. Cp confirmed the open impedance. The physician reported a lead fracture. The lead appeared to be stretched out, the silver coating that surrounds the lead was completely gone and showed what looked like a white string above the tines. The lead was removed. A new lead and battery were placed on the other side. The physician sent the old lead and battery for gross examination.